Event description:
Complaint forwarded back to us through (B)(4). Reported that the consumer has complained the customer claims that they followed the instructions for this item but bit through the product on the first use.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.